Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the date on the pump was incorrect. Additionally, an unspecified alarm occurred which caused the insulin gauge to display zero units. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.